Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were h6: clinical code: 1848: fall is n/a. Which was reported on initial report. The tendons/ligaments provide stability and support to the knee, as well as limiting rom. These tendons/ligaments attach tibia to femur. Injury to these tendons/ligaments can occur via trauma, repetitive motion, degenerative tears. As we age over time and certain disease processes can attack these structures. Minimal treatment measure such as nsaids and rest to surgical intervention to reattach tendons/ligaments. Pain, swelling, decreased rom or hyperextension are common symptoms. As this event notes, a previously repaired tendon/ligament and tka with repeated falling out of a bed caused, injury to 2 tendon/ligaments requiring surgical intervention. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2024-00035, 0001822565-2024-00535.

Event description:
It was reported the patient underwent a right initial knee surgery. Approximately 4.5 months post implantation, the patient was revised with minimal bone loss and a zimmer hinger knee prostheses were implanted. It was noted that 3 days prior to the revision surgery, the patient fell out of bed onto the affected limb, applying a large amount of valgus force, resulting in rupture of the pcl and mcl ligaments.